Manufacturer narrative:
(B)(4). Method: the complaint device was returned to fisher and paykel healthcare in (B)(4) for investigation where it was visually inspected. Results: visual inspection revealed vertical cracks at the base of the chamber dome. Residue was observed at different locations inside the chamber dome and the chamber dome was found to be opaque. A lot check revealed no other complaints for the lot number provided. Conclusion: while we are unable to conclusively determine the cause of the damage, the opaque dome and the residue observed inside the chamber dome are both indications that the chamber dome was in contact with chemicals, which may have originated through the use of non-sterile water or nebulizing drugs, which led to environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290 humidification chamber would have met the required specifications at the time of production our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a crack on the dome of an mr290 vented autofeed humidification chamber was found after three days use. No patient consequence was reported.